Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a battery out limit alarm after having batteries out of pump for some time while awaiting supplies. Customer's blood glucose was 48 mg/dl, and was treated with food. Customer was assisted in resetting insulin pump. Customer reports that insulin pump was working as designed. Customer reports that blood glucose went from 48 mg/dl to 365 mg/dl within thirty minutes. Customer was on manual injections and test strips used were out of date. Customer was advised to contact healthcare professional. No further information provided.